Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Converted from a unipolar to a total hip. Unipolar done five years ago. Patient has elevated cobalt chromium levels and groin pain.

Manufacturer narrative:
An event regarding a corrosion involving a unitrax head was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a "the primary harm involved is implant wear and corrosion leading to revision surgery. These findings are corroborated by both her intra-operative findings of ¿synovitis¿,¿metal corrosion tissue¿, and macroscopic ¿corrosion between sleeve and large head that was full of necrotic tissue¿ and her elevated serum/plasma cobalt and chrome levels. In addition there were findings of mechanical erosion of the medial wall related to the articulation of the metal head on articular cartilage was also noted. These findings are indicative of implant failure between the femoral trunnion sleeve and the large femoral head. The findings of mechanical erosion of the acetabular bone and articular cartilage articulating with a large unipolar or bipolar metal head is not uncommon in and of itself but may have been worsened in this case by the inflammation and synovitis caused by metallic debris." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported corrosion could not be determined because additional documentation such as pre and post op x-rays from the index and revision surgeries, surgical pathology reports, and implant retrieval with material analysis are required to determine the root cause of the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Converted from a unipolar to a total hip. Unipolar done five years ago. Patient has elevated cobalt chromium levels and groin pain.